Manufacturer narrative:
Reference record: (B)(4).

Event description:
Additional information received. A report was received from the recent attending physician that the patient did not develop invagination of intestine. The report indicated, it was revealed that invagination of small intestine or intussusception of intestine did not occur. Though requested additional clarification was not received.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intussusception is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The physician reported that the patient developed intussusception of intestine. The patient had a surgery for releasing intussusception. The physician also stated that the jejunal tube was removed during the surgery. Though requested additional information was not provided.